Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unit passed displacement, no delivery and motor tests. Unit had cracked reservoir tube lip, battery tube threads, scratched display window, reservoir window and missing end cap sticker noted during visual inspection.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit from preparing to prime loop and the drive support cap is protruded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.